Event description:
It reported that there was unstable speed. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) arteries. A 2.15mm rotapro was selected for use an percutaneous coronary intervention (pci) procedure of the lad arteries. During the procedure, the device had an abnormal sound and the rotation speed was unstable. The procedure was successfully completed with another device and there were no patient complications reported.